Manufacturer narrative:
Date of event: exact date unknown, event occurred first week of (B)(6) 2021.

Event description:
It was reported that the patients non rechargeable ipg was no longer working. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a rechargeable and magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was discarded by the medical facility.